Event description:
It was reported that during a planned revision of the recently implanted left ventricular lead, a breach in the leads insulation was observed. The lead was explanted and replaced at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).